Event description:
The customer alleged that the system exhibited injection system interrupt failure. The customer was removing the cassette and he found a pool of h2o2 on top of the cassette. The customer touched the liquid accidentally and received a small burn on his right hand thumb. The customer was wearing gloves when he took the cassette out and placed it on top of the machine. The skin contact occurred when he was throwing the cassette away. The customer did not seek medical attention or require treatment. The vaporizer plate was in place. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found injector valve failure. The fse replaced product/parts. Machine meet manufacturers required specs.